Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor was not working. On (B)(6) 2023, the patient was reportedly unconscious the whole day. Her husband tried to wake her up at night but was unsuccessful. He called for an ambulance and the patient was transported to the hospital. When they arrived at the hospital the patient's blood glucose (bg) was 1200 mg/dl and was diagnosed with diabetic ketoacidosis (dka). It was reported that the dexcom sensor was not working. The hospital nurse administered 10 units of fast acting insulin to decrease the patient's bg and after an hour she administered another 10 units of insulin. When the patient regained consciousness, she was confused and could not remember her name. It was reported that the patient was going to consult a neurologist. At the time of the report, the patient was getting better but was still in the hospital for observation. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.